Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that when they went to turn the interstim system back on again, the patient programmer would not turn on. The caller noted they tried multiple sets of new aaa alkaline batteries and it did not work. They stated that there was no corrosion in the battery compartment, the programmer had not been dropped or wet and there was not an out of box failure. No symptoms were reported and a replacement programmer was sent to the patient. The patient¿s spouse called back later to state they wanted to get in touch with a manufacturing representative so they could have new programs added to the programmer that was being sent but they didn't have a managing healthcare physician (hcp) since they moved. Hcp listings were sent to the patient. No further complications were reported/anticipated. Additional information was received that the patient could not see the status of the implant because of a call the doctor icon with a power on reset (por) message they saw on the patient programmer. The patient also confirmed that they went to use their patient programmer the next day after the call for a replacement. The patient was told to see their hcp in order to clear the por. Trouble shooting was not done due to type of patient programmer or type of error. There were no symptoms or further complications reported or anticipated.